Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and the hmii left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The patient remains ongoing on hmii lvas serial number (B)(6). No further issues have been reported at this time. The hm ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 due to worsening heart failure symptoms due to atrial fibrillation. The patient received a direct current cardioversion (dccv) during admission which was successful in restoring his sinus rhythm with no complications. The patient was treated with lasix 120 mg IV for the heart failure symptoms. On (B)(6) 2020, the patient had a transesophageal echocardiogram (tee) performed which showed no thombi in the left atrium. On (B)(6) 2020, the patient was stable and discharged home and resumed home medications.